Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted the superior vena cava (svc) coil impedance measured 144 ohms up from a trend in the 50-60 ohms range.

Event description:
It was reported that the right ventricular (rv) lead experienced unstable and intermittent high superior vena cava (svc) coil impedance. Fluoroscopy confirmed a shock coil issue along with strong kinking and the wires seem spread apart. A conductor fracture is suspected. The svc coil was programmed off. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).